Manufacturer narrative:
The device was returned to olympus. Based on the results of the investigation, a definitive root cause could not be determined. However, it is likely a bending and straightening force was applied to the needle tube decreasing the strength of the tube, which caused the needle tube to break off. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was observed during the device inspection, that the needle tube on the single use aspiration needle broke. There were no reports of patient involvement.